Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that after the catheter was inserted, when the catheter was flushed with saline solution, leakage occurred from the catheter near the luer connector. When the catheter was primed before use to the patient, no leakage was observed. There was no reported patient injury.

Event description:
It was reported that after the catheter was inserted, when the catheter was flushed with saline solution, leakage occurred from the catheter near the luer connector. When the catheter was primed before use to the patient, no leakage was observed. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The catheter was received with an inlaid stylet. A permanent bend was observed in the stylet near the 20cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the 50cm depth marking. Tactile inspection of the sample revealed tensile weakness, necking and discoloration in the vicinity of the split. Microscopic inspection of the leak site revealed a small diagonally aligned split. The split exhibited granular fracture surfaces. Following longitudinal bisection of the catheter in the vicinity of the split, microscopic inspection of the inside surface revealed that the split occurred within a diagonally aligned impression. Multiple additional impressions were observed in the vicinity of the split. The split features, tensile weakness and impressions in the inside surface of the catheter were consistent with damage caused by contact between the catheter shaft and the inlaid stylet. Such damage can occur if the sample is not flushed prior to stylet manipulation and if the catheter shaft is constrained/compressed with the stylet in place. H3 other text : evaluation findings are in section h.11.